Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low out of range (oor) pacing impedance that appeared to have occurred due to variation in normally low physiologic impedance. The lead remains in use. No patient complications have been reported as a result of this event.